Manufacturer narrative:
Concomitant products: c4tr01 ipg, implanted (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an old x-ray showed that the left ventricular lead was dislodged up in the atrium. Pacing only occurred when the right ventricular ring was in the configuration. It is not certain when the lead dislodged. The device was reprogrammed and the lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.